Manufacturer narrative:
The device was discarded and is not returning for analysis. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This report is filed as a polyester thread from the clip cover was observed up on the clip during patient use. It was reported that the patient presented with mixed mitral regurgitation grade 4. During clip delivery system advancement to the mitral valve, a possible clot was noted. The device was removed from the patients anatomy. Once outside the anatomy, it was confirmed that there had been no clot, however, a polyester thread (thought to be from the clip cover) was observed up on the clip. The possible thread and device were discarded. Another device was successfully used in replacement and the mr had been reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay reported. No additional information was provided regarding this issue.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the definitive cause for the reported torn clip cover could not determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.